Event description:
3 units of same lot number were showing excessive air bubbling, whilst patients were in ICU. Tubing was clamped above red/blue connector and bubbling still occurred. Drains were swapped with new units and changed via the red/blue connector and bubbling stopped indicating issue with the red/blue connector.

Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Three units of same lot number were showing excessive air bubbling, whilst patients were in ICU. Tubing was clamped above red/blue connector and bubbling still occurred. Drains were swapped with new units and changed via the red/blue connector and bubbling stopped indicating issue with the red/blue connector.